Event description:
The customer called to report that the insulin pump over infused insulin. The customer stated that the insulin pump was stuck in the rewind mode. Once it got out of rewind mode, it delivered over 80 units of insulin into her. The customer was not able to troubleshoot at the time of the call, and stated that she was going to the hospital for assistance. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a scratched display window.